Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the instrument popped. A visual inspection was performed and showed that the shear pin that connects the lever to the actuator was sheared off. In this condition, the lever will move but not drive the actuator and render the device unable to cut the suture. Cutter shaft edges show normal wear at cutting edges and no signs that the device was used to cut any material other than its intended use. Damage to the cutter actuator slots indicates the device was subjected to excessive force beyond it intended use. The cutting edge and cutter shaft are relatively intact so most likely the failure is the result of attempting to cut too many sutures at one time. This would prevent the cutter from moving into the cut zone and cause a failure of the shear pin safety device. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that the surgeon may have squeezed the device too hard and the instrument popped. No patient injury or complications were reported.